Event description:
Dcs plate implanted in 2000 broke post-operative. Pt went to non-union and plate was noted as broken.

Event description:
Plate was implanted in 1999. Pt went to non-union and plate was noted as broken. Broken plate was removed in 2001.